Manufacturer narrative:
Identifying the root cause: the info collected in conjunction with this explant included the following: explant date, reason the explant was performed, assessment of the removed device, physicians name and address, pts sex and age, pt's post surgical prognosis. Dr was contatced 11/6/06 by kmi design engineer to review particulars of this case. Dr had performed the original implant operation without the aid of the 'combo driver' (pn#04-1040), which is designed to facilitate implant depth determination using fluoroscopy. Dr did not divulge the alternate method used in this instrument's absence, but upon examing the pt, it was apparent that the implant had not been positioned in an optimum location. Dr did not report any device defects or damage, which was corroborated when the explanted device was evaluated by kmi. He also reported a 'mild clear fluid reaction', but further stated that the primary cause of pt discomfort was the mis-located implant. An examination of the returned explanted device did not reveal any visually, mechanically or dimensionally questionable conditions. As there have been a very limited number of mbaresorb implant sterilized lots rec'd to date, a record research eval of all mbaresorb implant device history files could readily be performed without knowing the lot of this particular device (lot numbers are not imprinted on bio-resorbable products). There was no record of any mfg, material, processing, labeling or sterilization anomalies present in any of the mbaresorb implant device history files. The explanted device was then replaced with the kmi titanium version of this subtalar implant. Dr reported that the pt's post-operative prognosis was good. Corrective/preventative action: given the absence of input, findings or any other info that would suggest a deficiency in the mbaresorb implant, surgical instrumentation or the product instructions provided, no corrective or preventive actions are being prescribed at this time.

Event description:
On 10/31/06, kinetikos medical, inc., was informed of the explant of a mbaresorb orthopedic foot implant to address pain reported by the female pt at an unreported interval following its original implant date. The attending physician was contacted for particulars on 11/6/06. An investigation was initiated. On 10/31/06, kinetikos medical, inc., was informed of the explant of an mbaresorb implant performed to address pain reported by the pt at an indeterminate interval following its implant date. The explant was performed at the discretion of the attending physician, dr. Product report was initiated to facilitate documentation of the investigation and related activity.